Manufacturer narrative:
Other applicable components are: product ID: 8709, lot# l60849, implanted: (B)(6) 1999, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown concentration and dose via intrathecal drug delivery pump for non-malignant pain and joint pain/arthritis. It was reported that there was a catheter issue. An indium-111 radiopharmaceutical study was done through reservoir injection and st atic images over the whole body at 72 hours. No dye (radiotracer) was seen in the spinal canal/cerebrospinal fluid at 72 hours or in the intrathecal catheter. There was dye in the pump reservoir. There were no known environmental, external or patient factors that may have led or contributed to the catheter issue. A revision/replacement surgery was scheduled for (B)(6) 2018. The issue was not resolved and the patient status was "alive - no injury" at the time of this report. The indication for the study was increasing pain. No further complications were reported.